Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jun-2023, UDI#: (B)(4) h3 ¿ analysis of the communicator found ¿tm 90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for use was non-malignant pain. The patient reported that they thought they had a "bad" communicator. The patient stated that they went to do a bolus at 4:30 yesterday and it worked just fine. A few hours later they tried to connect and haven't been able to connect since. Per the patient, they kept receiving "not found." The patient also mentioned they noticed that the communicator was turning off a little quicker than normal. The agent walked patient through restarting the handset and resetting the communicator while also turning airplane mode on and off, but the patient was still seeing "not found." The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department. No patient injury reported.